Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the unit is not warming, staying about 3 to 5 degrees below settings. There was no reported patient harm.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test, the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. A functional bench test was also performed, in which water, an adult breathing circuit, 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. After approx 5 minutes of uninterrupted operation, the unit lost power. The power supply pcb was replaced with a known functioning pcb. The unit was restarted and navigated through the power-on self-test with no issues again. After installing the good power supply pcb the unit ran uninterrupted for approx 7 hours. Other remarks: based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. The pcb on this unit was manufactured 16 dec 2008 and will be replaced.

Event description:
The event is reported as: the unit is not warming, staying about 3 to 5 degrees below settings. There was no reported patient harm.